Event description:
An autosuture multifire endo gia 30 v stapler capable of being fired up to 12 times, malfunctioned on the 6th firing during a laparoscopically assisted vaginal hysterectomy. The stapler cut, but failed to staple, leaving edges of the cut open. The stapler cartridge then dislodged and fell into the abdomen. The oozing was cauterized and the cartridge retrieved through a trocar with a grasper.invalid data - regarding single use labeling of device. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.